Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed as the usb connector was contaminated. Pictures were taken. A receiver charge test was performed and failed due to the battery capacity being 89%. A receiver boot test was performed and passed. Functional tests were not performed due to the battery failing to charge. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be defective usb connector. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)